Manufacturer narrative:
Device not available for eval.

Event description:
The product was used during a colon resection procedure. Reportedly, there was bleeding at the staple line. The surgeon manually sutured to complete the procedure. The hospital has reported no patient injury occurred.